Manufacturer narrative:
(B)(4). (Importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: netherlands. It has been reported that there were two occurrences of breakage of the tip of scissors during two ent operations (mastoid procedure). A piece of the distal end of the blade of each device broke during contact with bone structure. There was no injury, surgery was delayed for 5 minutes in order to locate and remove the broken piece. Related med watch report submitted: 2916714-2016-00636.

Manufacturer narrative:
Investigation: pictorial documentation was carried out with a keyence vhx-600 digital microscope. Hardness measurement was carried out with a wilson vh1150 hardness tester, serial no. (B)(4). Hardness target: 700-800 hv5, actual: 760 / 780 hv5. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device history records of scissors 1 have been checked and were found to be according to the specifications. No other incidents occurred within this batch. Scissors 2 have been repaired at aesculap technical service in september 2013. The batch number is therefore not available anymore. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: this kind of instruments is designed for delicate use only. It is liable that the contact with the bone structure caused a mechanical overload situation and led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Corrective action: according to (B)(4) a CAPA is not necessary.